Manufacturer narrative:
This report is submitted on march 07, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to no auditory sensation. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
It was also reported that the patient was reimplanted with another cochlear device. Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 26, 2023.